Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported a post-reset ram crc (pump error 23) alarm, a critical pump error and this alarm is generated when a power failure is detected (pump error 24) alarm, a history pointer failed. The history pointers are corrupted (pump error 49) alarm, and an insulin flow-blocked. Troubleshooting was performed and the issue was not resolved. The customer was able to clear the alarm and also the customer was able to complete the pump rewind. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. Pump failed self test. Pump error 63 was noted during testing. Test p-cap locked into the reservoir tube successfully. No pump error 23 alarm noted during boot up. No insulin flow blocked, unexpected pump error 24 and pump error 49 noted during testing. Successfully downloaded history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review it recorded pump error 23, pump error 24 and pump error 63. Pump error 23 was triggered from 01/02/2024 through 01/03/2024. On 01/02/2024, it was recorded once on 19:32:56. On 01/03/2024 it recorded three times from 15:22:39 through 16:03:06. Pump error 24 triggered a total of 21 alarms on 01/02/2024 through 01/05/2024. Pump error 49 occurred twice on 01/04/2024 from 17:14:03 through 17:16:12. Pump error 63 (file number = 37, line number = 367 and variable = 3) was triggered during testing. Per engineering troubleshooting guide, it was determined that pump error 63 due to hardware issue with the ambient light test failure. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Peeled keypad overlay and found cracked solder joint noted on the u1 chip. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor assembly.the following were noted during visual inspection: dried insulin - motor slide, label damage (stained), end cap address label missing and scratched case.in conclusion, customer's concern for pump error 23, pump error 49 and insulin flow blocked were not confirmed during testing. Exposed to moisture confirmed on pcba 1 and motor. Pump error 24 was confirmed due to moisture damage. Pump error 63 was confirmed due to cracked solder joint. Unable to confirm alleged discomfort.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.